Event description:
User reported a malfunction while updating pump, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer on returning the malfunctioning device. The customer was also informed about how to put the pump into storage mode before returning it, and understood the instructions. A pre-paid shipping label was provided for the return within ten days, and the customer planned to use multiple daily injections as a backup insulin therapy.